Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/18/2018 that on (B)(6) 2018, a loss of connection occurred. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
The complaint device was returned on (B)(4) 2018 for evaluation. The device was visually inspected, and no defect was found. Performed a voltage test and passed. Performed global transmitter functional test and device passed all relevant tests. Performed share log review and no issues were found. Performed bin file analysis and device failed. The reported event of a loss of connection was confirmed. The patient's complaint was confirmed because the device failed the bin review. The root cause could not be determined.